Event description:
The user facility reported that the right door of the wash chamber was leaking water and needed to be replaced. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the right door of the wash chamber was damaged. The technician also noted two broken sprockets located in the sonic washer and found a deteriorated gasket located in the rinse chamber service door. The technician replaced the right door of the wash chamber, the broken sprockets, and the deteriorated gasket. The technician also retightened all clamps located in the wash, sonic and rinse chambers. Approximately 2 weeks later, the facility reported the right door of the wash chamber again needed replacement. The technician inspected the unit and found a missing screw at the base of the detection bar of the wash chamber. The technician also noted a deteriorated gasket located in the left door of the wash chamber. The technician installed a new screw and door gasket, ran several test cycles and confirmed the unit was operating to specification. The district service manager for the account reported that the facility's employees do not consistently use washer compatible baskets; contributing to the majority of the washer repairs. The district service manager for the user facility visited the account and reported the facility has since created an internal system to avoid further mismatch of the washer baskets. No further leaks have been reported.